Event description:
The customer stated the rubella calibration failed with two calibrator lots too high on the axsym analyzer. The abbott customer technical advocate (cta) analyzer. The abbott customer technical advocate (cta) suggested using solution 4 as mcal 1 and if the quality control results were ok, use that variation. The cta sent the customer replacement master calibrators. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.